Event description:
It was reported that the pt is experiencing extreme pain that shoots down her leg into her back. Pt also states that she is also hearing a popping, low squeak in her hip. The pain and noise first started a yr after her surgery. She is currently taking cortisone injections and ibuprofen for the pain.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.